Event description:
Customer reported that she had high blood glucose due to her insulin pump did not delivered insulin. She stated that the basal rate was not delivered. Customer stated that she fill her reservoir yesterday, and she still have the 95 units. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test.